Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure (m-02-3 error on erbe) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original manufacturer for repair. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed m-02 error on erbe related to the reported complaint. An event verification confirmed the ventral hernia ipom procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction due to the following conclusion: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically a third-party erbe. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the system encountered a repeated m-02 on the integrated electrosurgical unit (iesu/erbe). Prior to calling to isi technical support, the customer power cycled the erbe, and hard power cycled the system, still the issue persisted. The customer connected the force triad generator to the system, but the bipolar energy was not working. The isi technical support engineer (tse) recommended the customer to replace the bipolar energy cable. The customer replaced the bipolar energy cord and the bipolar energy was restored. The procedure was completed with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported issue was not resolved by troubleshooting. The customer switched to covidien force triad. The system functionality was tested initially upon powering on the system. The erbe was restarted several times and started throwing error codes once it powered up.